Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 0.2495" x 0.0675" was found to be broken off and hanging. The broken piece was returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the force bipolar (fb) instrument tips were damaged. The customer used a backup fb instrument to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2024: the surgeon stated that the damage may have been caused by the forceps coming into contact with each other inside the body cavity. The instrument has been damaged when it was noticed. It was unknown if fragments fell into the patient, and it was unknown if the patient returned to the hospital due to any post-surgical complications.